Manufacturer narrative:
Date of event: unknown. Investigation summary: bd received 38 representative samples submitted for evaluation. The reported issue was confirmed upon testing of the samples. During internal flow testing, 11 samples were occluded. Further examination showed that excess medical grade silicone from our lubrication process was found within the cannula, resulting in occlusion. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Corrective actions have been initiated via CAPA# (B)(4) to investigate this type of incident and to identify the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 11 bd saf-t-intima¿ IV catheter safety systems were occluded with silicone. The following information was provided by the initial reporter: "not filling the flash back". Via bd investigation: "during internal flow testing, 11 samples were occluded. Further examination showed that excess medical grade silicone from our lubrication process was found within the cannula, resulting in occlusion."